Event description:
It was reported the patient received the following results within 15 minutes on (B)(6) 2021: 480 mg/dl, 250 mg/dl and 168 mg/dl. On (B)(6) 2021, the patient received the following results within 15 minutes: 358 mg/dl, 238 mg/dl and 163 mg/dl.